Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system (dxi 800) generated two erroneous ckmb results on two separate patient samples. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access ckmb reagent, lot 222907, and access ckmbi calibrators, lot 123586, were used in conjunction with the dxi 800 system. Bec field service engineer (fse) replaced the sample probe proactively. The fse performed verification testing which passed within instrument specifications.